Event description:
It was reported that the product was heating up during a procedure. Another set was available to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The service technician could not confirm the event since the motor had no power; however, they noted the device had corrosion and the bearings were gritty. The corrosion may cause the bearings to become gritty and the friction leading to the heating described by the customer. The device was repaired and returned to the customer. Please note that this complaint was inadvertently submitted under manufacturer report number 1811755-2011-1747 thus duplicating the manufacturer number for stryker complaint reference number (B)(4). This is a resubmission with a new independent manufacturer report number.